Event description:
S&n received notice that, approximately twelve biorci-ha interference screws (exact sizes unknown) broke during insertion. Specific details, including the number of procedures, whether the screws or screw fragments remained in the patients and the procedure outcomes are unknown. No patient injury, furhter procedural complications or surgical delay was reported.